Manufacturer narrative:
Device evaluation summary: the everflex entrust stent delivery system, (sds), was received for evaluation. Three photographs of shelf carton labels were provided with the initial reported event. Image one is of the entrust associated with the complaint, (a306964). Images two and three are of entrust units used to complete the procedure, (a335843 and a311093). The blue isolation sheath on the sds was received slid distally from the handle exposing the inner guidewire lumen, skived red safety tube, pull cable, and proximal end of the silver colored outer sheath. The red safety tab was within the handle and the handle¿s thumb wheel would not turn in either direction. The pull cable was bonded to the silver outer sheath and the skived red safety tube was on the correct side of the inner guidewire lumen, opposite of the pull cable and pull cable bond to outer sheath. The handle¿s printed strain relief was examined: the printed strain relief did not exhibit a profile of the isolation sheath collet being slid distally within the printed strain relief. The printed strain relief was skived to allow examination of the isolation sheath to handle collet. The collet¿s distal adhesive fillet was not evenly 360-degree spread. The collet¿s proximal adhesive fillet is 360-degrees. Witness marks of adhesive residue was noted on the blue isolation sheath. The collet with adhesive residue was slid onto the blue I solation sheath and rotated to match the adhesive residue witness marks. Back lighting was used to locate the stent within the outer sheath of the stent delivery system, locate the proximal end of the stent, and the location of the distal end of the inner guidewire lumen pusher. The proximal end of the 150 mm stent was located approximately 15.2 cm from the distal end of the outer sheath, and the distal end of the inner guidewire lumen was approximately 15.7 cm from the distal end of the outer sheath. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an everflex self-expanding stent with an entrust delivery system to treat a 300 mm slightly calcified lesion (50% stenosis) in the distal right sfa. The vessel with moderate tortuosity and a 7 mm diameter. The device was prepped as per the IFU with no issues identified. The procedure used a 7fr 45 cm non-medtronic sheath and a 0.035" 260 cm non-medtronic guidewire. The vessel was pre-dilated. No resistance was encountered advancing the device and no excessive force was used. It was reported that the shaft and handle part was separated while advancing the stent to the lesion during positioning. The device was removed by holding it from the shaft. Another stent was used to complete the procedure. No patient injury was reported.